Manufacturer narrative:
Unit received with operating currents within spec. Unit passed a21 error test, basic occlusion test and displacement test. However, unable to prime unit during prime/a33 test due to faulty. Unit received missing segments due to cracked zebra connector. Unit received with minor scratches on lcd window.

Manufacturer narrative:
The date of event was incorrect and section b.1 was blank with the initial report. The correct information has been provided with this report.

Event description:
Customer reported via phone call that they are unable to prime. The blood glucose reading is unknown.